Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump¿s display had missing segments. The customer stated the device had been dropped. The customer¿s blood glucose level was unknown. The device will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with missing segments/partial display due to cracked lcd zebra connector. Unable to perform any test due to missing segments/partial display. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and severely scratched display window noted.